Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that after intraocular lens (iol) implantation procedure, the patient had refractive surprise. The lens was explanted 4 months after initial procedure and exchanged with same model lens. Additional information has been requested.